Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument arm drape accessory was found to have excess material on the sterile adapter. One out of four sterile adapters was found to be exhibiting warping, which appeared to be excess material. The sterile adapter plate calls for a specified thickness of up to .310 inches, and the area that exhibited the warping/ excess material was measured to be .316 inches which exceeds the maximum specified thickness. Because of the warping/excess material, the sterile adapter does not sit flush against the system's patient side manipulator (psm), and as a result, the input disks do not appear to properly engage with the system and could cause the engagement failure observed. The instrument arm drape accessory was found to have engagement failure due to the warp/excess material. The drape was installed on the in-house system, and one of the sterile adapters failed to engage. Probable root cause is attributed to a defective adaptor.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the arm drape adaptor was unable to engage tightly to the arm drive. The procedure was completed.